Manufacturer narrative:
Date of event: unknown. This report is for an unknown quantity of unknown screws/unknown lots. Implant/explant date: unknown. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported there were several broken screws. This report is for an unknown quantity of unknown screws. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
An investigation summary was performed. The investigation of the complaint articles has shown that: according to the information received the screws broke during plate repositioning. The images provided with complaint (B)(4) and the description of the incident confirms that a proper surgical technique was applied. Since the concerned screws were not returned for analysis and the exact article and lot numbers are not known the present complaint cannot be fully analysed and we are not able to give a conclusive statement regarding a possible failure reason. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.